Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain and swelling in her left breast. She was subsequently diagnosed with a ruptured left breast implant. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On july 27, 2022, mentor received additional information. Paperwork submitted to mentor provided the patient had developed baker grade IV capsular contracture of the left breast and asymmetry of the right breast in addition to the other complications previously mentioned. Refer to manufacturing report number 1645337-2022-09122 for the contralateral event. On august 04, 2022, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided an updated date of explantation of (B)(6) 2022. On august 05, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 6.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. On august 08, 2022, mentor became aware the patient had implant replacements using (left-sided) 375cc and (right-sided) 350cc mentor memorygel breast implants. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).